Manufacturer narrative:
D4. Lot: originally, the product lot number was reported as unknown. However, during the product investigation, the lot number was able to be retrieved from the returned device. Therefore, d4. Lot 30467831m, d4 expiration date 11/3/2021 and h4. Device manufacture date 11/4/2020 are added to this follow up report. Device evaluation: the biosense webster, inc. (Bwi) product analysis lab received the device for evaluation on 4/6/2021. The device evaluation was completed on 4/22/2021. It was reported that a 46-year-old, male patient underwent an atrial fibrillation (afib) with a thermocool® smart touch¿ electrophysiology catheter and suffered a cardiac tamponade which required pericardiocentesis. Transseptal puncture was performed. There was evidence of steam pop. The patient did require hospitalization related to the pericardiocentesis. The patient status was reported to have improved and fully recovered. Visual analysis of the returned product revealed that no damage or anomalies were observed on the thermocool® smart touch¿ catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device with lot # 30467831m, and no internal actions related to the reported complaint condition were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initially, it was reported that the device was discarded. However, on (B)(6) 2021, the biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6), male patient underwent an atrial fibrillation (afib) with a thermocool® smart touch¿ electrophysiology catheter and suffered a cardiac tamponade which required pericardiocentesis. Transseptal puncture was performed. There was evidence of steam pop. The patient did require hospitalization related to the pericardiocentesis. The patient status was reported to have improved and fully recovered. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related force visualization features used were: graph, dashboard, vector. Visitag module parameters for stability were: 3mm 3s 3g 25% and tag size 3. No additional filters were used, and color option used was ablation index. Irrigation catheter was used, and the flow settings were 30 ml/min during ablation and 2 ml/min maintenance. There was a temperature increase in the smartablate generator (40ºc-42ºc) and the physician was informed. Since this event (cardiac tamponade) is life threatening and required interventions to prevent permanent impairment of a body function or permanent damage to a body structure, then is to be considered serious and MDR-reportable. The steam pop issue was assessed as not MDR reportable.